Manufacturer narrative:
The device was returned and analyzed. The tip overmod and the terumo 7fr introducer sheath were not returned. There were no other deficiency noted with the device other than the detached tip assembly. Based on prior events, it is possible that the tip caught on the introducer valve due to inadequate clearance. Pt info would not be released by the hospital. A CAPA for these events was opened resulting in a device modification to decrease the rate of these type of events. FDA 510 (k) clearance (k122546) for this modification was received on 12/07/2012.

Event description:
The stent we delivered and delayed properly, the physician pulled back the thumb slide and rotated the lock. During removal of the catheter system as the catheter was coming back through the introducer sheath, the tip became caught on the hub of the sheath and detached. The tip was removed from the sheath.